Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, the patient reported that the one infusion set cannula was bent. The site of insertion is abdomen and patients faces symptoms within 3 or more hours after insertion. The blood glucose level was high when correction bolus was given via pump and cgm meter is used. The infusion set is long for 6 hours on (B)(6) 2024 for 9 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.